Manufacturer narrative:
Date of event was reported to be (B)(6) 2022. Products have been discarded; therefore, not returned to 3m¿ for analysis. It is unknown if the maximum dynamic operating pressure of 300 mmhg was exceeded when the leak occurred while using a manual pump. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.

Event description:
A hospital alleged multiple sets of 3m¿ ranger¿ high flow warming sets (model 24355) leaked at the bubble trap while using a manual pump. No patient or staff injury was alleged. No medical interventions were required.

Manufacturer narrative:
3m has investigated and identified a manufacturing issue with the auto-venting bubble trap that introduces the risk of blood or fluid leaks while priming the sets and/or during fluid administration. There is no alleged injury to the patient or caregiver for this reported incident. 3m has initiated a field safety corrective action for lots associated with this issue. 3m has implemented a change to address the identified manufacturing issue and will continue to monitor.